Event description:
When the device was used during a colon resection procedure, no staples were deployed. The case was completed with another device wtihout patient consequence. Customer did not save instrument.